Event description:
The customer states the device is not charging. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.